Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had inappropriately diagnosed a supraventricular tachycardia rhythm as ventricular tachycardia due to atrioventricular interval delta along with intermittent atrial undersensing. Programming changes were recommended. No further information is available.